Event description:
It was reported that the pacemaker was found in backup vvi mode. The issue was discovered during stock-rotation but after the device had been distributed. No patient was involved.

Manufacturer narrative:
The reported event of device found in backup mode was confirmed. Final analysis found backup occurred due to reset errors within the xena ic. The backup condition was reproduced with cold temperature soak test.